Event description:
Olympus was informed that during an unspecified transurethral resection of the prostate (turp) procedure, the loop wire of the suspect medical device broke off inside the patient. No fragments/parts remained inside the patient as an x-ray was taken postoperatively where no foreign objects were noted. The intended procedure was reportedly completed by using a similar device and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not yet returned to the manufacturer for evaluation/investigation. Therefore the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated. Olympus submits this incident as a medical device report (MDR) in abundance of caution.